Event description:
It was reported that the ilet charger overheated and, after the original cord was discarded, an alternate charger only charged the device to approximately 70¿80 percent; the issue involved a material integrity problem affecting the battery charger. No clinical signs, symptoms, or injur reported during the event. Outcomes included no health consequences or impact. Customer care coordinated the goodwill replacement logistics. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a material and/or chemical problem associated with the battery charger consistent with a material integrity problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.